Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for spinal pain indications. The reason for call was the caller was at a case for a lead revision. The caller indicated that the reason for the revision was the lead was damaged. The caller will return the explanted lead for analysis. (B)(6) 2023: additional information was received from the manufacturer representative (rep) reporting that the patient had a broken lead. There were high impedances readings of over 40,000 on all electrodes. The lead was pulled out, cleaned off and they tried again but it showed the same high impedance results. The cause was unknown. The lead was removed on (B)(6) 2023 and it was reported that it would be returned for analysis. The issue was resolved. (B)(6) 2023: additional information was received from the manufacturer representative (rep) and the patient (pt). Pt recently had a lead revision. Caller states operative report lists diagnosis as "malfunctioning of scs" but caller states ins was left implanted and only a lead was replaced. Caller reports there is a mention of a lead "failure/malfunction" in pt's chart but caller is unsure when issue first presented and had no additional info to provide.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system and other applicable components are the leads. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022 ,explanted: (B)(6) 2023 .product type lead h3: analysis of the lead (s/n: (B)(6)) revealed that the conductors were broken; 16.2 cm from the distal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.